Event description:
Patient with a total knee implant reported pain and swelling. CT scan indicated lateral poly insert dislocation. Revision surgery was scheduled to exchange poly inserts. At the time of the revision surgery, surgeon experienced difficulty with poly insertion. The patient was converted to an off the shelf posterior stabilized total knee implant.

Manufacturer narrative:
Patient with a total knee implant reported pain and swelling. CT scan indicated lateral poly insert dislocation. Revision surgery was scheduled to exchange poly inserts. At the time of the revision surgery, surgeon experienced difficulty with poly insertion. The patient was converted to an off the shelf posterior stabilized total knee implant. Review of the device history record indicates that the device was manufactured to specification.